Event description:
The reporter alleged that the device from the reported event would not deliver energy. The cable reportedly worked after it was moderately manipulated. No pt information was reported.